Event description:
It was reported that the pt underwent an endometrial ablation in 2006. Two days post operatively the pt developed endometritis with symptoms of chills and fever. The patient was hosptialized for one day and treated with flagyl and levaquin.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.